Manufacturer narrative:
(B)(4). G2: foreign: denmark. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument did not deploy the anchor. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, h4, h6 (device code) the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified a device were returned with packaging. The device was returned without sutures or anchors and was also cycled 2 times. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported anchor not deploying is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.